Manufacturer narrative:
Additional information : the device was manufactured from may 29, 2019 - may 31, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the provided picture showed evidence of a leak at the fillport. Due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the filling port of a large volume infusor. This occurred prior to patient use. There was no patient involvement. No additional information is available.